Event description:
The patient received his scs system including a lead on (B)(6) 2007. It was reported that the lead failed 5-6 weeks post implant. There were no indications of lead migration. The physician explanted and replaced the lead on (B)(6) 2007. It was reported that the lead terminal end was damaged during the explant procedure, but the lead body was fractured midway. The explanted lead was returned to ans for evaluation. No further information is available.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The lead is severely kinked with one wire broken at approximately 12cm from the stimulation end. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.